Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received. The device data showed that the first priming sequence ended at 47 pulses and deactivation occurred at 1622 pulses. During operation, the device was able to successfully deliver a bolus following the priming sequence. The needle mechanism was reset and fired properly during the investigation. No housing or environmental seal damage was found. Based on the investigation the device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone cloud - omnipod 5 software app version cloud - smartphone operating system cloud - smartphone hardware.

Event description:
A patient reports while activating a pod the cannula had failed to deploy. The patients reported blood glucose level was over 250 mg/dl. The pod was not worn.